Event description:
Orthodontist reported that during the debonding of a clarity ceramic bracket, tooth dentin was exposed on a pt's lower right second bicuspid tooth. Orthodontist stated the he used the correct debonding technique and instrument for debonding the brackets and that the tooth was in good condition prior to orthodontic treatment.